Event description:
It was reported that several vf episodes marked with shocks and aborted therapies were observed. The patient received inappropriate shocks due to noise. The noise was not reproduced. The lead was explanted.

Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasions were found between 16.5cm to 20cm from connector pin, consistent with friction to the ICD can. The sensing conductor was visible and the etfe coating was abraded at this location. This is consistent with the observation from the field of noise, when the lead was in contact with the ICD can.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.